Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 827945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, rash, sweaty, acne aggravated, hot flashes, cramp in lower abdomen, burning micturition and yeast infection. Concomitant products included adalimumab (humira), baclofen, clarithromycin (macrobid), clotrimazole, esomeprazole, fentanyl, fluconazole (diflucan), glyceryl trinitrate (nitroglycerine), omeprazole (prilosec), sucralfate, tizanidine, topiramate, topiramate (topamax), tramadol and tramadol hydrochloride (ultram ER). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping"), rash erythematous ("rashes or skin conditions: face rash/redness"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia painful sexual intercourse"), breast tenderness ("breast tenderness"), breast discharge ("breast leakage"), polymenorrhagia ("hormonal changes describe: frequent cycles/ 2 in a month when previously skipped months\heavy, frequent cycles"), mood altered ("hormonal changes describe: moodiness"), anaemia ("anemia"), menorrhagia ("menorrhagia") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2011, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction type: allergies to makeup, feminine products"). In 2013, the patient experienced gastrointestinal disorder ("gi conditions"). In 2017, the patient experienced neuromyopathy ("neurological conditions or problems: muscle/nerve issues in back, legs, arms, neck, migraines worse") and rash ("eye rash"). On an unknown date, the patient experienced allergy to metals ("allergy: nickel/ nivkel allergy plaintiff assumes, states that symptoms match"), psychological trauma ("psych injury"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: frequent uti"), vaginal infection ("vag. Infect"), migraine ("migraine/ headache"), visual impairment ("vision probs"), chest pain ("chest pain"), dyspnoea ("sob"), genital haemorrhage ("abnormal bleeding general"), rheumatoid arthritis ("autoimmune disorder: ra flare ups"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type:vaginalitching/ vulvovaginal pruritus"), tooth infection ("infection (other) describe: teeth"), pain ("pain all over the body"), blindness ("vision loss (B)(6) 2019"), erythema ("face redness"), complication of device insertion ("complications or problems at the time of your essure procedure:needed more anesthesia during procedure because kicked doctor during"), neuralgia ("nerve \muscular pain all over body"), myalgia ("muscular pain all over body") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, rheumatoid arthritis, neuralgia, myalgia and back pain had resolved and the dysmenorrhoea, allergy to metals, rash erythematous, psychological trauma, urinary tract infection, vaginal infection, bladder disorder, vaginal discharge, migraine, hormone level abnormal, fatigue, visual impairment, weight decreased, gastrointestinal disorder, alopecia, chest pain, dyspnoea, genital haemorrhage, vaginal haemorrhage, dermatitis contact, urinary tract disorder, dyspareunia, breast tenderness, breast discharge, polymenorrhagia, mood altered, vulvovaginal pruritus, tooth infection, neuromyopathy, anaemia, pain, blindness, erythema, complication of device insertion, menorrhagia, rash and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blindness, breast discharge, breast tenderness, chest pain, complication of device insertion, dermatitis contact, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood altered, myalgia, neuralgia, neuromyopathy, pain, pelvic pain, polymenorrhagia, psychological trauma, rash, rash erythematous, rheumatoid arthritis, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, vulvovaginal pruritus and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, rash/skin condition, psych injury, uti, vag. Infect, bladder probs., vag. Discharge, migraine, hormonal changes, dental probs, fatigue, vision probs, weight loss, gi conditions, hair loss, chest pain/sob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Ultrasound scan - on (B)(6) 2011: using both the transabdominal and transvaginal techniques the uterus is anteverted and appears normal. The ovaries appear enlarged and polycystic. The endometrial lining appears thin. There are echogenic structure seen in the cornual region consistent with the essure tubal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: irregular menses, heavy menses, migraines, lot number: 827945, manufacturing date: 2011-02, & expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: new events-menorrhagia , eye rash , yeast infection , nerve \muscular pain all over body, back pain were added. Event onset dates were added. Outcomes were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), tooth disorder ("dental probs"), fatigue ("fatigue"), visual impairment ("vision probs"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), chest pain ("chest pain") and dyspnoea ("sob") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, bladder disorder, vaginal discharge, migraine, hormone level abnormal, tooth disorder, fatigue, visual impairment, weight decreased, gastrointestinal disorder, alopecia, chest pain and dyspnoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, chest pain, dermatitis allergic, dysmenorrhoea, dyspnoea, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, rash/skin condition, psych injury, uti, vag. Infect, bladder probs., vag. Discharge, migraine, hormonal changes, dental probs, fatigue, vision probs, weight loss, gi conditions, hair loss, chest pain/sob. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, rash/skin condition, psych injury, uti, vag. Infect, bladder probs., vag. Discharge, migraine, hormonal changes, dental probs, fatigue, vision probs, weight loss, gi conditions, hair loss, chest pain/sob, did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 827945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, rash (in lower extremity), sweaty, acne aggravated, hot flashes, cramp in lower abdomen, burning micturition, yeast infection and nocturia. Concomitant products included adalimumab (humira), baclofen, clarithromycin (macrobid), clotrimazole, esomeprazole, fentanyl, fluconazole (diflucan), glyceryl trinitrate (nitroglycerine), omeprazole (prilosec), sucralfate, tizanidine, topiramate, topiramate (topamax), tramadol and tramadol hydrochloride (ultram ER). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping), rash erythematous ("face rash/redness"), menorrhagia ("menorrhagia"), polymenorrhagia ("frequent cycles/ 2 in a month when previously skipped months\heavy, frequent cycles"), vaginal hemorrhage ("abnormal bleeding vaginal"), vulvovaginal mycotic infection ("yeast infection"), vaginal discharge ("vag. Discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder probs"), fatigue ("fatigue"), alopecia ("hair loss"), breast tenderness ("breast tenderness"), breast discharge ("breast leakage"), mood altered ("hormonal changes describe: moodiness") and anemia ("anemia"). In (B)(6) 2011, the patient experienced dermatitis contact ("allergies to makeup, feminine products"). In 2013, the patient experienced gastrointestinal disorder ("gi conditions"). In 2017, the patient experienced rash ("eye rash") and neuromyopathy ("muscle/nerve issues in back, legs, arms, neck"). In 2019, the patient experienced blindness ("vision loss summer 2019"). On an unknown date, the patient experienced allergy to metals ("allergy: nickel/ nickel allergy plaintiff assumes, states that symptoms match"), erythema ("face redness"), genital hemorrhage ("abnormal bleeding (general)"), vaginal infection ("vag. Infect"), vulvovaginal pruritus ("vaginalitching/ vulvovaginal pruritus"), back pain ("back pain"), urinary tract infection ("frequent uti"), migraine ("migraine/ headache"), visual impairment ("vision probs"), chest pain ("chest pain"), dyspnoea ("sob"), rheumatoid arthritis ("autoimmune disorder: ra flare ups"), psychological trauma ("psych injury"), tooth infection ("infection (other) describe: teeth"), neuromuscular pain ("nerve \muscular pain all over body"), pain ("pain all over the body") and complication of device insertion ("complications or problems at the time of your essure procedure:needed more anesthesia during procedure because kicked doctor during"), was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss") and underwent tooth extraction ("dental problem- sever extractions(severe since essure and very bad infection)"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, rheumatoid arthritis and neuromuscular pain had resolved and the dysmenorrhoea, allergy to metals, rash erythematous, rash, erythema, menorrhagia, polymenorrhagia, genital hemorrhage, vaginal hemorrhage, vaginal infection, vulvovaginal mycotic infection, vaginal discharge, vulvovaginal pruritus, dyspareunia, dermatitis contact, urinary tract infection, urinary tract disorder, bladder disorder, migraine, visual impairment, hormone level abnormal, fatigue, weight decreased, gastrointestinal disorder, alopecia, chest pain, dyspnoea, breast tenderness, breast discharge, mood altered, psychological trauma, tooth infection, neuromyopathy, anaemia, pain, blindness, complication of device insertion and tooth extraction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blindness, breast discharge, breast tenderness, chest pain, complication of device insertion, dermatitis contact, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, gastrointestinal disorder, genital hemorrhage, hormone level abnormal, menorrhagia, migraine, mood altered, neuromuscular pain, neuromyopathy, pain, pelvic pain, polymenorrhagia, psychological trauma, rash, rash erythematous, rheumatoid arthritis, tooth extraction, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, vulvovaginal pruritus and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, rash/skin condition, psych injury, uti, vag. Infect, bladder probs., vag. Discharge, migraine, hormonal changes, dental probs, fatigue, vision probs, weight loss, gi conditions, hair loss, chest pain/sob. Current weight 105 lbs. Plaintiff needed more anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Ultrasound scan - on (B)(6) 2011: using both the transabdominal and transvaginal techniques the uterus is anteverted and appears normal. The ovaries appear enlarged and polycystic. The endometrial lining appears thin. There are echogenic structure seen in the cornual region consistent with the essure tubal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: irregular menses, heavy menses, migraines. Lot number: 827945. Manufacturing date: 2011-02. Expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: pfs received: tooth extraction was added as a event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 827945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, rash (in lower extremity), sweaty, acne aggravated, hot flashes, cramp in lower abdomen, burning micturition, yeast infection and nocturia. Concomitant products included adalimumab (humira), baclofen, clarithromycin (macrobid), clotrimazole, esomeprazole, fentanyl, fluconazole (diflucan), glyceryl trinitrate (nitroglycerine), omeprazole (prilosec), sucralfate, tizanidine, topiramate, topiramate (topamax), tramadol and tramadol hydrochloride (ultram ER). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash erythematous ("face rash/redness"), menorrhagia ("menorrhagia"), polymenorrhagia ("frequent cycles/ 2 in a month when previously skipped months\heavy, frequent cycles"), vaginal haemorrhage ("abnormal bleeding vaginal"), vulvovaginal mycotic infection ("yeast infection"), vaginal discharge ("vag. Discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder probs"), fatigue ("fatigue"), alopecia ("hair loss"), breast tenderness ("breast tenderness"), breast discharge ("breast leakage"), mood altered ("hormonal changes describe: moodiness") and anaemia ("anemia"). In (B)(6) 2011, the patient experienced dermatitis contact ("allergies to makeup, feminine products"). In 2013, the patient experienced gastrointestinal disorder ("gi conditions"). In 2017, the patient experienced rash ("eye rash") and neuromyopathy ("muscle/nerve issues in back, legs, arms, neck"). In 2019, the patient experienced blindness ("vision loss summer 2019"). On an unknown date, the patient experienced allergy to metals ("allergy: nickel/ nivkel allergy plaintiff assumes, states that symptoms match"), erythema ("face redness"), genital haemorrhage ("abnormal bleeding (general)"), vaginal infection ("vag. Infect"), vulvovaginal pruritus ("vaginalitching/ vulvovaginal pruritus"), back pain ("back pain"), urinary tract infection ("frequent uti"), migraine ("migraine/ headache"), visual impairment ("vision probs"), chest pain ("chest pain"), dyspnoea ("sob"), rheumatoid arthritis ("autoimmune disorder: ra flare ups"), psychological trauma ("psych injury"), tooth infection ("infection (other) describe: teeth"), neuromuscular pain ("nerve \muscular pain all over body"), pain ("pain all over the body") and complication of device insertion ("complications or problems at the time of your essure procedure:needed more anesthesia during procedure because kicked doctor during") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, rheumatoid arthritis and neuromuscular pain had resolved and the dysmenorrhoea, allergy to metals, rash erythematous, rash, erythema, menorrhagia, polymenorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vaginal discharge, vulvovaginal pruritus, dyspareunia, dermatitis contact, urinary tract infection, urinary tract disorder, bladder disorder, migraine, visual impairment, hormone level abnormal, fatigue, weight decreased, gastrointestinal disorder, alopecia, chest pain, dyspnoea, breast tenderness, breast discharge, mood altered, psychological trauma, tooth infection, neuromyopathy, anaemia, pain, blindness and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blindness, breast discharge, breast tenderness, chest pain, complication of device insertion, dermatitis contact, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood altered, neuromuscular pain, neuromyopathy, pain, pelvic pain, polymenorrhagia, psychological trauma, rash, rash erythematous, rheumatoid arthritis, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection, vulvovaginal pruritus and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, rash/skin condition, psych injury, uti, vag. Infect, bladder probs., vag. Discharge, migraine, hormonal changes, dental probs, fatigue, vision probs, weight loss, gi conditions, hair loss, chest pain/sob. Current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Ultrasound scan - on (B)(6) 2011: using both the transabdominal and transvaginal techniques the uterus is anteverted and appears normal. The ovaries appear enlarged and polycystic. The endometrial lining appears thin. There are echogenic structure seen in the cornual region consistent with the essure tubal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: irregular menses, heavy menses, migraines, lot number: 827945, manufacturing date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('autoimmune disorder: ra flare ups') and blindness ('vision loss summer 2019') in an adult female patient who had essure (batch no. 827945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, rash, sweaty, acne aggravated, hot flashes, cramp in lower abdomen, burning micturition and yeast infection. Concomitant products included adalimumab (humira), baclofen, clarithromycin (macrobid), clotrimazole, esomeprazole, fentanyl, fluconazole (diflucan), glyceryl trinitrate (nitroglycerine), omeprazole (prilosec), sucralfate, tizanidine, topiramate, topiramate (topamax), tramadol and tramadol hydrochloride (ultram ER). On (B)(6)2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder probs"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract disorder ("urinary tract disorder"), breast tenderness ("breast tenderness"), breast discharge ("breast leakage"), polymenorrhagia ("hormonal changes describe: frequent cycles/ 2 in a month when previously skipped months\heavy, frequent cycles") and mood altered ("hormonal changes describe: moodiness"). In (B)(6)2011, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction type: allergies to makeup, feminine products"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("allergy: nickel/ nivkel allergy plaintiff assumes, states that symptoms match"), rash ("rashes or skin conditions: face rash/redness"), psychological trauma ("psych injury"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: frequent uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), migraine ("migraine/ headache"), fatigue ("fatigue"), visual impairment ("vision probs"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), chest pain ("chest pain"), dyspnoea ("sob"), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type:vaginal itching/ vulvovaginal pruritus"), tooth infection ("infection (other) describe: teeth"), neuromyopathy ("neurological conditions or problems: muscle/nerve issues in back, legs, arms, neck, migraines worse"), anaemia ("anemia"), pain ("pain all over the body"), blindness (seriousness criterion medically significant), erythema ("face redness") and complication of device insertion ("complications or problems at the time of your essure procedure:needed more anesthesia during procedure because kicked doctor during") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, allergy to metals, rash, psychological trauma, urinary tract infection, vaginal infection, bladder disorder, vaginal discharge, migraine, hormone level abnormal, fatigue, visual impairment, weight decreased, gastrointestinal disorder, alopecia, chest pain, dyspnoea, genital haemorrhage, vaginal haemorrhage, dermatitis contact, rheumatoid arthritis, urinary tract disorder, dyspareunia, breast tenderness, breast discharge, polymenorrhagia, mood altered, vulvovaginal pruritus, tooth infection, neuromyopathy, anaemia, pain, blindness, erythema and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, bladder disorder, blindness, breast discharge, breast tenderness, chest pain, complication of device insertion, dermatitis contact, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, migraine, mood altered, neuromyopathy, pain, pelvic pain, polymenorrhagia, psychological trauma, rash, rheumatoid arthritis, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pruritus and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, rash/skin condition, psych injury, uti, vag. Infect, bladder probs., vag. Discharge, migraine, hormonal changes, dental probs, fatigue, vision probs, weight loss, gi conditions, hair loss, chest pain/sob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Ultrasound scan - on (B)(6)2011: using both the transabdominal and transvaginal techniques the uterus is anteverted and appears normal. The ovaries appear enlarged and polycystic. The endometrial lining appears thin. There are echogenic structure seen in the cornual region consistent with the essure tubal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: irregular menses, heavy menses, migraines, most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Events: abnormal bleeding (general), abnormal bleeding vaginal, allergic or hypersensitivity reaction type: allergies to makeup, feminine products, autoimmune disorder: ra flare ups, urinary tract disorder, dyspareunia (painful sexual intercourse), breast tenderness, breast leakage, hormonal changes describe: frequent cycles/ 2 in a month when previously skipped months, hormonal changes describe: moodiness, infection (bladder/ urinary tract/vaginal) type: vaginal itching/ vulvovaginal pruritus, , neurological conditions or problems: muscle/nerve issues in back, legs, arms, neck, migraines worse, anemia, pain all over the body, vision loss summer 2019,complications or problems at the time of your essure procedure: needed more anesthesia during procedure because kicked doctor during were newly added. Event menorrhagia updated to polymenorrhagia. Event tooth disorder updated to infection (other) describe: teeth. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('autoimmune disorder: ra flare ups') and blindness ('vision loss summer 2019') in an adult female patient who had essure (batch no. 827945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, rash, sweaty, acne aggravated, hot flashes, cramp in lower abdomen, burning micturition and yeast infection. Concomitant products included adalimumab (humira), baclofen, clarithromycin (macrobid), clotrimazole, esomeprazole, fentanyl, fluconazole (diflucan), glyceryl trinitrate (nitroglycerine), omeprazole (prilosec), sucralfate, tizanidine, topiramate, topiramate (topamax), tramadol and tramadol hydrochloride (ultram ER). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder probs"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract disorder ("urinary tract disorder"), breast tenderness ("breast tenderness"), breast discharge ("breast leakage"), polymenorrhagia ("hormonal changes describe: frequent cycles/ 2 in a month when previously skipped months\heavy, frequent cycles") and mood altered ("hormonal changes describe: moodiness"). In (B)(6) 2011, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction type: allergies to makeup, feminine products"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("allergy: nickel/ nivkel allergy plaintiff assumes, states that symptoms match"), rash erythematous ("rashes or skin conditions: face rash/redness"), psychological trauma ("psych injury"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: frequent uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), migraine ("migraine/ headache"), fatigue ("fatigue"), visual impairment ("vision probs"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), chest pain ("chest pain"), dyspnoea ("sob"), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) type:vaginalitching/ vulvovaginal pruritus"), tooth infection ("infection (other) describe: teeth"), neuromyopathy ("neurological conditions or problems: muscle/nerve issues in back, legs, arms, neck, migraines worse"), anaemia ("anemia"), pain ("pain all over the body"), blindness (seriousness criterion medically significant), erythema ("face redness") and complication of device insertion ("complications or problems at the time of your essure procedure:needed more anesthesia during procedure because kicked doctor during") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, allergy to metals, rash erythematous, psychological trauma, urinary tract infection, vaginal infection, bladder disorder, vaginal discharge, migraine, hormone level abnormal, fatigue, visual impairment, weight decreased, gastrointestinal disorder, alopecia, chest pain, dyspnoea, genital haemorrhage, vaginal haemorrhage, dermatitis contact, rheumatoid arthritis, urinary tract disorder, dyspareunia, breast tenderness, breast discharge, polymenorrhagia, mood altered, vulvovaginal pruritus, tooth infection, neuromyopathy, anaemia, pain, blindness, erythema and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, bladder disorder, blindness, breast discharge, breast tenderness, chest pain, complication of device insertion, dermatitis contact, dysmenorrhoea, dyspareunia, dyspnoea, erythema, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, migraine, mood altered, neuromyopathy, pain, pelvic pain, polymenorrhagia, psychological trauma, rash erythematous, rheumatoid arthritis, tooth infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pruritus and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, rash/skin condition, psych injury, uti, vag. Infect, bladder probs., vag. Discharge, migraine, hormonal changes, dental probs, fatigue, vision probs, weight loss, gi conditions, hair loss, chest pain/sob. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Ultrasound scan - on (B)(6) 2011: using both the transabdominal and transvaginal techniques the uterus is anteverted and appears normal. The ovaries appear enlarged and polycystic. The endometrial lining appears thin. There are echogenic structure seen in the cornual region consistent with the essure tubal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: irregular menses, heavy menses, migraines, lot number: 827945 manufacturing date: 2011-02 expiration date: 2014-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.